Event description:
It was reported that non-sustained lead noise due to post paced t wave oversensing was observed through merlin.net transmission. Patient was asymptomatic. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.